Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery and motor tests. There was no motor error alarm noted. The unit was communicated properly with mini link transmitter sensor and glucose sensor simulator and no unexpected lost sensor alarm noted. There was no error alarm noted during testing. However, error alarm found in alarm history screen. An error alarm due to corrupted history file. There was no cosmetic damage noted.

Event description:
It was reported that the customer received a displayable history check failed on startup alarm from his insulin pump. The customer's blood glucose level was 152 mg/dl. Standard troubleshooting was performed. The customer stated he frequently works near a strong magnetic field, but he does not wear his insulin pump while he works. The insulin pump was found to have exhibited normal behavior. The product has been returned. Nothing further was reported.